Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that ext set .2 mf low sorb leaked. The following information was provided by the initial reporter: material no.: 10013902s batch no.: 20055524. It was reported that the filter was leaking at two different areas on the 0.2 micron low protein binding filter. Verbatim: have you heard from any other facilities of a leaking 0.2 low sorbing filter? This was chemo infusion related. For your purposes, I have included the specifics surrounding the leak in case there is something we need to be aware of in how we infused according to this filter. ¿patient's treatment consisted of a 3-hour taxol and a 1-hour carboplatin. For the taxol I connected a 0.2 micron low protein binding filter. Once that infusion was completed we initiated the carboplatin that was running at a rate of 627ml/hr. After about 15-20min into the infusion the patient noticed about two drops of fluid on the filter. Initially we thought it was condensation from her cup of iced juice; so we wiped the filter clean. The patient then noticed the filter had a couple more drops of fluid on it. I stopped the infusion immediately and realized that the filter was leaking at two different areas on the 0.2 micron low protein binding filter. The two large circular filters on the main filter were both starting to leak very slowly. The patient then washed her hands three times after realizing it was the chemo. This rn then primed a new filter with ns and switched out the leaking filter. The new filter worked properly and did not leak. Patient completed infusion.¿ unfortunately I did not save the packaging of the filter. However we did place the filter in a chemotherapy bin by itself. Per customer response: the date of the first leak was 15th. D4: medical device lot #: 20055524. D4: medical device expiration date: 2023-05-12. H4: device manufacture date: 2020-05-06. H6: investigation summary: customer reported the filter set was leaking in two areas, and returned the affected sample. The first leak is located in the tubing at the outlet of the smart site at the beginning of the set, and the failure is verified. There are stress marks and bulging of the tubing around the luer connection, and there is a pin-sized hole causing the leak. A submerged water pressure test was conducted on the sample and only the first leak was observed, no reported second leak was found. Sample was sent to perla larranaga in tj for further testing, and there results are the root cause is caused by damaged or misaligned expander tips. A quality alert was issued as a preventative action to reinforce personnel to check the expander tips. There were no corrective actions based upon the very low occurrence totals the failure mode has. A device history record review for model 10013902 lot number 20055524 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that ext set .2 mf low sorb leaked. The following information was provided by the initial reporter: material no.: 10013902s batch no.: 20055524 it was reported that the filter was leaking at two different areas on the 0.2 micron low protein binding filter. Verbatim: have you heard from any other facilities of a leaking 0.2 low sorbing filter? This was chemo infusion related. For your purposes, I have included the specifics surrounding the leak in case there is something we need to be aware of in how we infused according to this filter. ¿patient's treatment consisted of a 3-hour taxol and a 1-hour carboplatin. For the taxol I connected a 0.2 micron low protein binding filter. Once that infusion was completed we initiated the carboplatin that was running at a rate of 627ml/hr. After about 15-20min into the infusion the patient noticed about two drops of fluid on the filter. Initially we thought it was condensation from her cup of iced juice; so we wiped the filter clean. The patient then noticed the filter had a couple more drops of fluid on it. I stopped the infusion immediately and realized that the filter was leaking at two different areas on the 0.2 micron low protein binding filter. The two large circular filters on the main filter were both starting to leak very slowly. The patient then washed her hands three times after realizing it was the chemo. This rn then primed a new filter with ns and switched out the leaking filter. The new filter worked properly and did not leak. Patient completed infusion.¿ unfortunately I did not save the packaging of the filter. However we did place the filter in a chemotherapy bin by itself. Per customer response: the date of the first leak was 15th.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that ext set .2 mf low sorb leaked. The following information was provided by the initial reporter: material no.: 10013902s batch no.: unknown. It was reported that the filter was leaking at two different areas on the 0.2 micron low protein binding filter. Verbatim: have you heard from any other facilities of a leaking 0.2 low sorbing filter? This was chemo infusion related. For your purposes, I have included the specifics surrounding the leak in case there is something we need to be aware of in how we infused according to this filter. ¿patient's treatment consisted of a 3-hour taxol and a 1-hour carboplatin. For the taxol I connected a 0.2 micron low protein binding filter. Once that infusion was completed we initiated the carboplatin that was running at a rate of 627ml/hr. After about 15-20min into the infusion the patient noticed about two drops of fluid on the filter. Initially we thought it was condensation from her cup of iced juice; so we wiped the filter clean. The patient then noticed the filter had a couple more drops of fluid on it. I stopped the infusion immediately and realized that the filter was leaking at two different areas on the 0.2 micron low protein binding filter. The two large circular filters on the main filter were both starting to leak very slowly. The patient then washed her hands three times after realizing it was the chemo. This rn then primed a new filter with ns and switched out the leaking filter. The new filter worked properly and did not leak. Patient completed infusion.¿ unfortunately I did not save the packaging of the filter. However we did place the filter in a chemotherapy bin by itself. Per customer response: the date of the first leak was 15th.